Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: significant glare and/or halos is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced haloes. The patient attempted to use medication to resolve the problem, but this has not helped with her symptoms. Lens remains implanted. The cause of the event was reported as unknown.